Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, resistance was encountered during retraction of the snare loop and, as the loop was being tightened around the target polyp, the snare wire broke through the sheath near the device handle. It was reported that the wire broke, thus preventing cautery, device actuation, and device removal. A proctoscope and laparoscopic scissors were used to remove the device, and the procedure was then completed with another rotatable oval snare. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, resistance was encountered during retraction of the snare loop and, as the loop was being tightened around the target polyp, the snare wire broke through the sheath near the device handle. It was reported that the wire broke, thus preventing cautery, device actuation, and device removal. A proctoscope and laparoscopic scissors were used to remove the device, and the procedure was then completed with another rotatable oval snare. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found it to be in two pieces, and scanning electron micrograph (sem) images confirmed the wire separation to be due to a mechanical cut. The sheath was damaged at both the distal and proximal ends, and the handle cannula was noted to be bent. The condition of the returned device rendered functional testing impossible. The complaint that the wire broke was confirmed; however, sem images confirmed all cut sections to have been caused by a mechanical tool. No material anomalies were noted. The complaint of a torn sheath was also confirmed, but a definitive root cause for the failures identified could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.